Event description:
Two months after deena filler injections I noticed the area was still tender and hard. The nurse is using non-FDA dermal filler to perform liquid bbl. Nurse would no disclose only that it was ce certified hyaluronic acid. She private labels the filler.